Event description:
It was reported that the docker blew up and exposed biohazard. Additional information is being requested by the account. It is unknown if there were adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated by the manufacturer the event as reported was confirmed. There was a leak in the discharge hose that empties into the hospital plumbing. The root cause of the leak appeared to be when the docker was pulled from the wall pinching the hose and causing it to leak. The device was repaired and returned to service after it passed functional and safety tests.